Event description:
It was reported that a device alarmed for a system error 322. In addition, no pt involvement was reported.

Manufacturer narrative:
(B)(4). The involved device is still being evaluated by baxter. A supplemental report will be submitted when the evaluation is complete.